Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm (aaa) procedure in the right and a heavily calcified left common femoral artery. Reportedly, the device used in the left common femoral did not capture the sutures. A second and third device were used with the same results. Reportedly, the proglide device used in the right common femoral, the sutures came out when the plunger was removed. Additional proglide devices were used in the left and right common femoral to achieve hemostasis. A 7fr sheath was used on both sides. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The instructions for use (IFU), under the special patient populations section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4): it was reported that an angiogram was not taken prior to the procedure. The IFU, under the warnings and smc device placement sections, states: perform a femoral angiogram to verify the location of the puncture site. The other three proglide devices are being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. An anterior cuff-to-needle tip detachment was also noted. Based on the visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The probable cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The instructions for use (IFU), under the special patient populations section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It was also reported that an angiogram was not taken prior to the procedure. The IFU, under the warnings and smc device placement sections, states: perform a femoral angiogram to verify the location of the puncture site.